Manufacturer narrative:
Follow-up #1: date of submission 3/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: battery compartment and cap and undamaged and able to fit securely, the pump¿s base is cracked between the keypad and the case seal. Pump powers up with auditory and vibration to a blank screen, reported ¿blank screen¿ complaint is duplicated. Pump¿s cover was removed, pump was disassembled, moisture corrosion was found to the keypad connector and to a circuit chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.